Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient and irrigation and débridement with an articular surface exchange due to infection. Upon removal of the articular surface, the bearing surface was noticed to be extensively scratched.

Manufacturer narrative:
This follow - up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event cannot confirmed. Product was returned and evaluated. Articular surface exhibits scratches to the proximal surface and gouging to the distal surface which probably occurred during removal. Additionally it was noted that the dovetails of the articular surface were flared, indicative of device removal. Review of the device history records for the articular surface did not find any deviations or anomalies. Review of the sterilization certification identified that the sterilization levels were within specifications. The search identified no other complaints for the same lot and the search also identified no additional complaints for this device for the same or similar issue. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of further information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.